Event description:
It was reported to fresenius that a blood leak occurred during a patient's continuous renal replacement therapy (crrt) treatment on a multifiltratepro hdf machine. The reported issue occurred approximately one hour into treatment. The cause of the issue was an external leak from the pre-filter pressure dome. There was no patient injury or required medical intervention reported. The patient's estimated blood loss (ebl) was approximately 50 ml. No parts are available to be returned to the manufacturer for physical evaluation. Additional information was requested however a response was not received.

Manufacturer narrative:
Plant investigation: the reported issue was confirmed by the manufacturer. The cause could not be determined as the complaint sample was not returned to the manufacturer for physical evaluation. Probable causes for the event might be related to, but are not limited to, a component defect, assembly failure, or user handling process. The manufacturer completed an examination of retained samples. The samples were visually inspected for component defects, assembly failure, and conformity with product specification. The samples were also tested under air and liquid pressure for assembly failure and leakage. No failures were detected. A production records review was performed on the reported lot. No non-conformances were noted in the production of this lot. The lot met all release criteria.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported to fresenius that a blood leak occurred during a patient's continuous renal replacement therapy (crrt) treatment on a multifiltratepro hdf machine. The reported issue occurred approximately one hour into treatment. The cause of the issue was an external leak from the pre-filter pressure dome. There was no patient injury or required medical intervention reported. The patient's estimated blood loss (ebl) was approximately 50 ml. No parts are available to be returned to the manufacturer for physical evaluation. Additional information was requested however a response was not received.